Event description:
It was reported that the implant was removed due to becoming fractured at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Event date not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). An implant was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Also, an associated product hc343 has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. No pre-existing conditions were noted on the per. The reported device was location is 18 and was used for approximately 6 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (63802111). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63802111) for similar event and no other complaint was identified. Post market trend review: nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.